Event description:
It was reported, the patient was in the hospital with an infection. It was also reported ¿it was not thought that his condition had anything to do with the pump.¿ it was noted the patient appeared ill in the emergency room, but ¿unsure of what kind of infection if any.¿ additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).